Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed with the health care professional (hcp) that this was in line with the patients overall trend for the past year and discussed monitoring for increased shock impedance measurements. No adverse patient effects were reported. The lead remains in service.